Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The instrument tracker was returned to the manufacturer for evaluation. Testing found that there was a small amount of galling within the instrument. Otherwise, the tracker was found to be fully functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the violet instrument tracker was defective. There was no patient present when this issue was identified.